Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported kink and detachment were confirmed. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the reported/noted core kinks thus resulting in the reported difficult to position. Manipulation of the device ultimately resulted in the reported/noted detachments (core, coating). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery. The whisper ms guide wire was positioned in the circumflex artery and a prowater guide wire was positioned in the obtuse marginal artery. After pre-dilatation was performed, no resistance was noted with the whisper guide wire and the balloon dilatation catheter (bdc). The post-dilatation bdc was advanced over the whisper guide wire and there was resistance noted and there was a kink in the guide wire observed on angiography. The whisper guide wire then separated. The prowater guide wire was used to loop around everything and pull it all out of the anatomy together. All devices and the separated components were successfully removed from the anatomy. There were no adverse patient sequela. There was a 15 minute delay in the procedure; however, there was no adverse patient impact due to the delay. No additional information was provided.